Event description:
The international customer reported the ventilator alarmed during normal ventilation operation due to a vent inop data acquisition pcba adc failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use on a patient and there was no patient harm. The manufacturer's service technician confirmed the reported problem. The service technician replaced the data acquisition board to address the reported problem. Applicable testing was completed to operating specifications.